Event description:
The log files were reviewed. Software reset and rotor displacement events were observed on (B)(6) 2024 at 13:56:40 within the pump's event log file. These events suggested that the patient¿s pump had stopped around this timeframe. The events leading up to the pump stop were unable to be observed within the event log file, and the pump was operating at intended speeds throughout the remainder of the data.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed a transient pump stop event; however, a specific cause for the event could not be conclusively determined through this evaluation. It was reported that a pump reset was observed in the submitted left ventricular assist device (lvad) log files on (B)(6) 2024. The submitted lvad event log file contained relevant events from 22apr2024. One, transient pump reset was captured. The pump appeared to resume operation without issue following the reset. A specific cause for the resets could not be conclusively determined as the submitted controller event log file did not contain data from the reported event date. No other notable pump events were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. These documents warn the user of events that may cause the pump to stop and how to prevent pump stops from occurring. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.